Event description:
The customer reported the rinse cup under the probe wipe truck is leaking bloody fluid on the lh750 instrument. The volume was reported as a few drops and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated in connection with this event.

Manufacturer narrative:
A field service engineer was dispatched. The fse found a plug of cellular debris in the feed through fitting 68 (ff68) leading to valve 57(vl57) that was not allowing the probe/needle drain vacuum (vl 57) to empty the rinse cup. The fse removed the plug to resolve the leak reported. The fse also noted the probe wipe was very dirty so he replaced the probe wipe as preventative maintenance. Upon recur; the failure mode for the leak is likely to generate erroneous results for cbc, differential and retic results as a result of open sample contamination. The manufacturer's reference # for this event is (B)(4).